Event description:
User facility medwatch received that on (B)(6) 2022, the patient experienced major bleeding while on left ventricular assist device (lvad) therapy. Six units of packed red blood cells (prbcs) were transfused. This did not occur at the hospital and did not involve a breakdown of organizational policy or procedure.

Manufacturer narrative:
Voluntary medwatch number 3902560000-2022-8126 was received 07 nov 2022. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas (serial number: (B)(6)). No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.